Event description:
It was reported by the edwards field clinical specialist that after successful transfemoral wire advancement and bav the retroflex 3 sapien delivery system was advanced into the ventricle, at which point the patient became hypotensive. The echo revealed a pericardial effusion, reportedly likely to a wire lv anterior lateral wall perforation. The valve was pulled back into the ascending aorta and a pericardiocentesis was performed and protamine was administered. Once the patient had stabilized the sapien valve was deployed with good results. The retroflex 3 sapien delivery system was removed and the access site was surgically closed. Reportedly at that point the patient became hypotensive again, a clot was observed in the pericardium on tee. The surgical team performed an open pericardium evacuation and repair of the lv wall. Upon repair there was no residual bleeding noted and the patient was transfer to the sicu for observation. Reportedly the patient became hypotensive again in the sicu and was transferred to the or. A median sternotomy incision was performed and exploration revealed there was an opening of the laceration in the upper most portion of the repaired ventricular site. Reportedly despite repair efforts the bleeding could not be controlled and the patient expired.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the definitive cause of the perforation could not be determined; however as reported the guidewire likely caused or contributed to the perforation of the left ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.